Event description:
It was reported the pt has been experiencing difficulties with the increase button used to modify stimulation effects on the pt programmer. The pt will be meeting with the sjm rep to troubleshoot and determine a resolution in near future.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.